Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Final analysis found that the insulation was abraded at 6.3cm to 16.4cm from the connector pin.the cause of the external insulation abrasion is consistent with friction to the device can and the reported event.

Event description:
It was reported that the patient presented in clinic for a follow up due to syncope. Device interrogation revealed noise oversensing leading to pacing inhibition on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.